Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (lot 11011r181) was advanced and placed on the lateral side of p2. After locking and closing, the clip failed to establish final arm angle (efaa). The clip would open and close with each heart-beat therefore the decision was made to not implant the clip and the cds was removed. The second cds (lot 11014r415) was advanced and deployed at the intended location without issue. A third cds (lot 10917r189) was advanced into the steerable guide catheter (sgc) when it was noticed that the tip of the sgc has crossed into the right atrium. The physician decided to remove the cds from the sgc with the intent of using a wire and dilator to recross the septum and continue with the procedure. As the clip was being removed, the physician aspirated air into the system. It is believed that the tip of the sgc was in contact with the septum which caused the introduction of air during aspiration of the sgc. No damage was noted to the septum. At that moment, the physician decided to rapidly remove the clip and pulled on the clip introducer after erroneously believing that the clip was fully retracted into the clip introducer. At that moment, the physician pulled on the sleeve to forcefully remove the clip. The clip however got caught in the hemostatic valve of the sgc. Because air was being introduced, the entire system (sgc and cds) was immediately removed from the patient. The physician chose to abort the procedure at this moment with the mr reduced to 3. No treatment was performed for the air in the patient as there were no immediate negative repercussions to the patient. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The additional devices are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip open during efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported clip open during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.